Manufacturer narrative:
Exact date unknown, event occurred over two months ago after being implanted. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4), batch: 7115832/7115833.

Event description:
It was reported that the patient had an infection at ipg incision site. Symptoms of opened ipg incision was noted. The physician believed that the infection was procedure related. The patient was prescribed with antibiotics and underwent an explant procedure wherein all device components were explanted. The explanted devices will not be returned as they were discarded by the medical facility.